Event description:
According to the available information, this complaint concerns an end user of the provox brush. The patient claims the brush head came loose from the cleaning brush and fell into the patient's airway. He described using the same brush for a long time (several months!) And bending the outer part to be able to access his tight stoma. He stated that he got his brush head up by coughing heavily. He has not seen a doctor after the incident, which took place at home, and does not wish to seek care. He is doing well after the incident and has been informed to change the brush at least once a week and not to angle/bend the brush in the metal part.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.